Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 9 months. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that patient presented with a persistent lactate dehydrogenase (ldh) 800s u/l. As a result, patient was started on bivalirudin infusion, and is currently stable. There were no alarms reported for this event and no clinical symptoms were reported.

Manufacturer narrative:
Explanted pump was received for investigation. The evaluation is not yet complete.

Event description:
Additional information: it was reported that the patient's baseline lactate dehydrogenase (ldh) is in the 400s u/l. The patient's ldh decreased with treatment. A ramp echocardiogram performed on an unspecified date was positive for "thrombus picture". At the time of the event, the patient's inr was therapeutic (goal 2-3). The patient underwent a pump exchange on (B)(6) 2018.

Manufacturer narrative:
Device thrombus was confirmed based on the evaluation of the returned pump. Upon disassembly, depositions were found surrounding the inlet bearing cup and bearing ball. The depositions were tissue-like in nature, denatured, and displayed laminated layering, suggesting that they developed in the pump over an undetermined amount of time while the pump was operating. The submitted system controller log file contained approximately 15 days of data, spanning from 11dec2017 at 6:52 to 26dec2017 at 8:36, and captured several elevations in pump power and estimated flow. The depositions found in the pump could have contributed to the change in pump parameters and also could have contributed to the reported elevated ldh. Examination of the remaining pump blood contacting surfaces revealed no adhered depositions or thrombus formations. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.